Manufacturer narrative:
Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.

Event description:
This pt experienced a reduction in flow (no reflow) following direct stenting of a mid right coronary artery lesion with a cypher select plus stent. This was treated with additional balloon inflation. This female pt with a history of hypertension, hyperlipidemia, and type ii diabetes was admitted for coronary evaluation due to unstable angina. The pt was currently taking aspirin, plavix, and other unspecified anticoagulant statins, oral anti-diabetics, and beta-blockers. Baseline vitals and lab values were within normal limits. Reopro and heparin were administered. Clotting times were not measured during the procedure. Angiography revealed an 80%, 15mm, de novo, smooth, eccentric, type b2 lesion in the posterior descending artery (pda). Reference vessel diameter was 3.0mm. The lesion was pre-dilated with a 3.0 x 12mm balloon inflated to 8 atms. A 3.0 x 18mm cypher select plus stent was deployed to 14atms with satisfactory results. The stent was not post dilated. A second lesion was discovered in the mid right coronary artery (rca). The lesion was an 80%, 15mm, de novo, smooth, eccentric, type b2 stenosis. Reference vessel diameter was 3.0mm with pre-existing thrombus. The lesion was not pre-dilated. A 3.0 x 18mm cypher select plus stent was deployed to 15mm with satisfactory results. A reduction in flow (no reflow) occurred following stent implant. The stent was post dilated with a 3.0x12mm balloon inflated to 12 atms, which successfully restored timi iii flow through the vessel. Cardiac enzymes were not measured post procedure. The pt was discharged after six days hospitalization with orders for daily administration of aspirin, plavix (12 months duration), oral anti-diabetics, statins, and beta-blockers.